Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).

Event description:
A customer reported during a cataract extraction procedure, poor aspiration was experienced during phaco and irrigation/aspiration. There was no pt harm reported.